Event description:
It was reported that the li61se lens was inserted into the patient's right eye and immediately removed as the haptic kinked intraoperatively. The incision was enlarged to remove the lens and another iol of the same model was successfully implanted. Sutures were necessary to close the wound. Reference MDR# 1119279-2011-00133.

Manufacturer narrative:
The delivery device was not returned to bausch and lomb for evaluation. The lot number of the delivery device was not provided by the customer, therefore a device history record (DHR) review could not be performed. Based on the current information, we are unable to determine root cause of the event.